Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results for 3 patients tested for potassium (k) on a cobas b 221 system. Based on the data provided, the results for 1 patient are a reportable malfunction. The initial result at 5:59 a.m. Was 6.34 mmol/l. The same sample was repeated at 6:08 a.m. And the result was 7.21 mmol/l. These results were reported outside of the laboratory but the physician dismissed them and no clinical decisions were made. There was no allegation that an adverse event occurred. The b 221 instrument serial number was (B)(4). The k electrode was requested for investigation.

Manufacturer narrative:
The electrode was investigated. A visual inspection showed no obvious issues. The calibration performance of the electrode was investigated over 11 days. No irregularities was detected. A rinse solution pack was changed on the analyzer prior to the sample measurement, but no qc was performed after the solution pack change prior to the sample measurement. Product labeling requires performance of 3 levels of qc after a solution pack change. The investigation did not identify a product problem. The cause of the event could not be determined.